Event description:
A customer complaint was received that their acl top did not flag an erroneous prothrombin time (pt) result. The pt reagent in use was hemosil recombiplastin [510(k) no. K043184]. In this rare occurrence, the acquisition time (standard and/or extended) did not allow sufficient time to capture the entire clotting reaction. Due to this and the fact that the baseline noise met all data reduction criteria, the clot point was incorrectly identified within the baseline. The case involved an over-anticoagulated patient with an unusually elevated inr (9.8), considerably higher than the therapeutic range of 1.5-4.5. Note: to co's knowledge, there was no impact on patient treatment with this incident.